Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has detected high out-of-range impedance measurements, greater than 3,000 ohms, on the right ventricular (rv) channel since (B)(6) 2020. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has detected high out-of-range impedance measurements, greater than 3,000 ohms, on the right ventricular (rv) channel since october 2020. No adverse patient effects were reported.